Event description:
The lay user / pt contacted lifescan (lfs) in 2006 alleging the meter displayed a " not enough blood" (neb) message. A med affairs specialist (mas) mailed a letter to the pt since the user could not be reached by teletphone for further clarification. The pt mentioned that he was unable to obtain a reading due to the neb message. He contacted emergency svs due tot he issue, pt was unable/unwilling to troubleshooting with the customer care agent (cca) since he had difficulty understanding the questions. Cca sent the pt a replacement meter. Ti would have been helpful to know the pt's diabetes device and whether the pt received any treatment. The complaint is being reported since the pt contacted emergency svs, since he was unable to obtain a reading on his meter. He may have been treated for either hypoglycemia or hyperglycemia.